Event description:
Consumer called to report meter is not reading accurately. Readings are inconsistent. Analysis run on clark error grid using mean avg. Reading (323) as reference point vs. Bd readings (440, 272, 258) yielded some data points in the c range of the grid, oustide acceptable limits.